Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was also noted that the right atrial (ra) lead had non capture after atrial sensing and the implantable pulse generator (ipg) was pacing below the lower rate limit. Both the ra lead and ipg remain in use. No further patient complications have been reported as a result of this event.